Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuing elevated blood glucose (bg) up to 505 mg/dl; cause was unknown. Correction boluses via the pump and manual injections were administered to lower bg. A recommendation was made for the customer to discuss elevated bg levels with healthcare provider.